Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has an overheating alarm during prep. There was no delayed in therapy and there was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9 - date returned to mfg - unknown. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as overtemp potentiometer is stressed. Unable to calibrate. The return tube and membrane switch were replaced per remediation. Replaced pcb, fan guard and o-rings for preventative maintenance. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.